Event description:
It is reported by pt's attorney that pt underwent left hip replacement on dec 5, 2006, with a durom acetabular cup. Post-op, pt experienced pain and was revised for loosening of the cup.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.